Event description:
The customer was hospitalized due to high blood glucose. The pump trainer stated that the customer was using the wrong infusion set. The infusion set was removed and found the cannula bent